Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a constant tone. The mother also reported the buttons were not functional on the insulin pump. The mother stated the constant tone was recurring with each battery replacement. The customer's blood glucose was unknown. It was found the customer had a cal reminder alarm before the constant tone. Troubleshooting was unable to perform a self-test due to the constant tone. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a frozen screen and a constant tone due to a faulty component on the mother board. No keypad anomaly could be verified due to the frozen screen. The insulin pump was received with a cracked case at the display window corner.